Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose was 420 mg/dl at the time of incident. The customer treated high blood glucose with insulin pen. Customer reported that the insulin pump had motor error. Customer reports they were able to clear the alarm. Customer states they are not able to rewind the insulin pump. Customer states drive support cap appears to be normal. Customer advised the pump will need to be replaced. Advised to discontinue use of the insulin pump. The device will not be returned for analysis.